Manufacturer narrative:
Device not returned. No evaluation will be performed. No conclusion can be drawn.

Event description:
A patient contacted our (B)(4) affiliate on (B)(6) 2011 and reported that the patient felt his/her left eye (os) was "dark". The patient said his/her eye care professional (ecp) said the eye was fine. The date of this visit was not provided. The patient said he/she insisted something was wrong and had a complete medical checkup at a "health screening center" "in 2010". The patient reported that he/she was found to have iritis and elevated intraocular pressure. The patient provided no additional information regarding this event. Multiple attempts were made to contact the patient for additional information pertaining to the medical event and the suspect product; the patient has not responded to any requests for information. Iritis may or may not be associated with contact lens wear. As no specific information has been received regarding this event, this report is being submitted as a worst case. If additional medical or product information is received, we will report it within 30 days of receipt. (B)(4).